Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, the most likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. The cartridge used has not been approved by the manufacturer for use with this lens model. (B)(4).

Event description:
The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. The surgeon did not like how the lens was inserting into the eye. The lens was partially inserted into the eye and the surgeon was able to pull it out without any patient injury. The reporter stated the surgeon used a competitor's cartridge. The reporter stated they are aware that using this cartridge with this lens model is considered off-label use.